Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of event: unknown when event occurred. Initial reporter is j&j company representative. Investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the extraction scr for ti fem & tib nail was found to be stripped from the threads of the distal tip. Jammed condition cannot be confirmed since mating device was not returned. A dimensional inspection for the extraction scr for ti fem & tib nail was unable to be performed due to post manufacturing damage. A functional test was unable to be performed since mating device was not returned. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the extraction scr for ti fem & tib nail would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: yes, no issues dimensional inspection: n/a. Device history: part #: 357.133-us, lot #: 7695066, manufacturing site: (B)(4), supplier: n/a, release to warehouse date: 18 jan 2012, expiration date: n/a. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a extraction screw was found in sterile processing fused to a nail. Procedure and patient consequence was unknown. This is report 1 of 1 for (B)(4).